Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm during basal. The customer's blood glucose level was 341 mg/dl at time of incident. The customer was advised that the insulin pump need to be replaced and revert to back up plan. The replacement insulin pump will sent to the customer. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed error. Device passed active current measurement and self test, however did not pass sleep current measurement due to corroded electronic assemblies.